Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. The tip section of the device was visually and microscopically examined and no issues were noted. A visual and microscopic examination identified no issues with the blades. All blades were present and fully bonded to the balloon material. Visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 1mm distal to the distal end of the proximal markerband. An examination of the balloon material and proximal markerband identified no issues. Visual and tactile examination of the device identified that the hypotube was kinked at several locations. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 24-may-2018. It was reported that the device could not cross the lesion. The 90% stenosed, 10mmx 3mm target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 10/3.00 flextome¿ cutting balloon¿ was selected for use. During procedure, it was noted that the device could not cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and patient status was stable. However, device analysis revealed that there was a pinhole on the balloon.